Event description:
It was reported that the patient's right knee was revised due to range of motion issues. A 5x9 poly swap was performed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device lot number is unknown. Complaint history review: not performed as device lot number is unknown. Conclusions: it was reported that the patient was revised due to insufficient range of motion. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.